Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 160 mg/dl and 64 mg/dl. Customer reportedly treated first reading with 30 units of unknown insulin and started to feel malaise and subsequently fainted; no time frame was provided. Customer was taken to the hospital and treated with glucose administration. Requested return of the alleged device for evaluation and replacement was provided.